Manufacturer narrative:
This report is submitted on may 04, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). Revision surgery to replace the magnet is scheduled; however, has yet to occur as of the date of this report. The implanted device remains.